Manufacturer narrative:
(B) (4).

Event description:
Within the last 6 months, the patient had fallen off of a ladder 3-4 times; he landed on his back. About 4-5 months ago, the patient began experiencing a shocking/jolting sensation at the lead/extension connection site. Impedance measurements showed >3600 ohms on all combinations with 8 and 9; it was noted that neither were used in the group that was used most often. Additional information has been requested, a follow-up report will be sent if additional information becomes available.